Manufacturer narrative:
H6: investigation summary a failure for false positives was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer reported about delayed results. A field service engineer was dispatched and tested the tubes for sterility and the results indicate bacterial growth which revealed that the tubes were contaminated. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Device history record review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positive issue. The root cause was contaminated tubes. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " engineer indicates that the error was due to user contamination. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "engineer indicates that the error was due to user contamination."